Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left main trunk. A 3.50 x 16mm synergy megatron drug-eluting stent was advanced for treatment. However, it was noted that the balloon ruptured and reverse bleeding was observed in the indeflator at the time of the stent delivery system. The procedure was discontinued in consideration of a rupture of the mounted balloons and completed the procedure with another of same device.

Manufacturer narrative:
Device evaluated by MFR. : synergy megatron mr ous 3.50 x 16mm stent delivery system (sds) was returned to the complaint investigation site (cis). A visual and tactile examination of the hypotube shaft identified multiple hypotube kinks. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A microscopic examination of the stent shows no sign of damage, stretching or lifting of the stent struts. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the shaft identified that a pinhole was present at the guidewire exit port. Bumper tip showed no signs of distal tip damage. The encore device was verified before use by using the druck gauge. An attempt was made to inflate the balloon to its rated burst pressure (rbp) of 16 atmospheres. However, due to the presence of a pinhole at the guidewire exit port, it was unable to reach rbp. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left main trunk. A 3.50 x 16mm synergy megatron drug-eluting stent was advanced for treatment. However, it was noted that the balloon ruptured and reverse bleeding was observed in the indeflator at the time of the stent delivery system. The procedure was discontinued in consideration of a rupture of the mounted balloons and completed the procedure with another of same device.